Event description:
On (B)(6) 2014 a welch allyn aed10 was used on a pt in cardiac arrest. CPR was begun immediately until an AED was brought to the patient side. The pads were placed on the patient, the unit was turned on. And began the self check. This is when the unit announced "abnormal electrical activity detected" and would not finish assessing the patient. CPR and bls aha guidelines were continues and the second aed10 was place on the patient within one minute and no shock was advised. The second unit operated correctly.